Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has measured increasing shock impedances over time with current measurements being out-of-range. Boston scientific technical services (ts) suspected that the observations were due to a change in patient condition and/or calcification on the lead or device. No adverse patient effects were reported. The device remains in service and the patient will be monitored.